Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. As a result, surgery took place wherein the 3189 lead was partially explanted on (B)(6) 2021 to address the issue. A portion of the lead remains implanted on the patient.